Manufacturer narrative:
Evaluated two opened/used sensors and performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none were found. Introducer needles passed per specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via telephone call that two of the needles broke off from the sensors. She did not recall the blood glucose reading. The sensor cannula was not intact and the needle had been fractured while in the body. The caller stated that the introducer needle was no longer in the body. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.